Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting the cause of the resistance was unknown, the information was asked and confirmed with the customer and patient but it still can't be provided. There was no damage to the pipeline pushwire or catheter observed. The distal section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. The pipeline was retrieved and released again in attempt to open the pipeline.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227122907); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance in the phenom catheter. The patient was undergoing aneurysm embolization for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 6 mm and a 5 mm neck diameter. Landing zone: distal: 4.7 mm and proximal: 4.9 mm. The accessed vessel was the femoral artery. It was noted the patient's blood flow was xxx and vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed statis in the aneurysm. It was reported that aneurysm embolization was performed. After the phenom shapable microcatheter was in place, the ped-475-25 dense mesh stent was selected. The stent could not be opened and the stent was withdrawn. The stent was stuck at the tail end of the shapable microcatheter. After withdrawing the entire system, replaced with another stent to complete the operation. The pipeline was not used for an indication that if off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis of ped-475-25, lotno:b582580 damage location details: the pipeline flex embolization device was returned within the phenom 27 catheter. The pipeline flex pusher was found stuck within the phenom 27 catheter hub. The phenom 27 catheter body was found kinked at ~2.0cm from the catheter distal tip. The phenom 27 catheter distal tip was found to be in good condition. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. Both ends of the pipeline flex braid were found open, but frayed. Testing/analysis: the phenom 27 catheter was dissected (cut) to remove the pipeline flex embolization device. During removal, the pipeline flex pusher sleeves and tip coil detached. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed as the pipeline flex braid was found open. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploying the braid in a vessel bend. The patient¿s vessel tortuosity was normal, and the braid was not placed in a bend. Therefore, patient vessel tortuosity and user deployment of a braid in the vessel bend were ruled out as potential causes. It is likely the damage found with the pipeline flex braid contributed to the reported failure to open event. Regarding the customer¿s ¿resistance/stuck in catheter¿ report, the issue was confirmed as the pipeline flex embolization device was stuck within the phenom 27 catheter. In addition, the pipeline flex braid can become damaged (frayed) if advanced/retrieved against resistance. Possible causes of ¿resistance/stuck during delivery¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, and not maintaining a continuous flush. Information regarding if a continuous flush was maintained was not reported; therefore, not maintaining a continuous flush could not be ruled out as a potential cause. The phenom catheter is compatible with the pipeline flex embolization device and the patient¿s vessel tortuosity was normal, ruling out incompatible catheter and patient vessel tortuosity as potential causes. In this event, it is likely the damage found with the phenom 27 catheter (kinking) contributed to the reported resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.